Event description:
Customer reported a lipids over infusion occurred in the picu. A zosyn infusion ran over 30 mins with no problems. The user programmed a lipids infusion to infuse over 24 hrs with the same device that previously infused the dose of zosyn. The entire lipids syringe infused over 30 mins instead of the intended 24 hrs. There was no report of pt harm or medical intervention. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.